Manufacturer narrative:
The device was returned to (B)(4) for evalution. During the investigation, (B)(4) was able to confirm that the pump was not alarming appropriately due to a severed flex circuit. The pump was repaired and returned.

Event description:
The initial reporter stated that the pump would not alarm down occlusion during testing. They did state that this occurred during testing and that there had been no patient involved. (B)(4).